Event description:
It was reported that insulin leaked from the reservoir. The reported blood glucose reading was 124 mg/dl. The customer was in the hospital due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed. See also MFR report number 3004209178-2009-07977.